Manufacturer narrative:
A nozzle unit was replaced, the ventilator functioned without any issues and the ventilator was returned to service. The nozzle unit was not returned for investigations but a text log file was received. Evaluation of the received device log shows no matching event on the reported event day. However, on prior dates before the given date of event the o2 sensor test and monitor pressure transducer test during pre-use check was failing. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release, that may cause a pressure higher than expected. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. We have no information if a yearly preventive maintenance has been performed. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref#: (B)(4).